Event description:
This event involves 3 complaints against 3 different devices, from the same customer for the same issue. This is report # 3 of 3. MFR report numbers: 9615741-2016-00038; 9615741-2016-00039; 9615741-2016-00040. It was reported the name of the product indicated on the label is "compression screw" but normally it should be "positioning screw." The customer informed the sales representative that unit's label is not correct.

Manufacturer narrative:
Integra completed its internal investigation (B)(6) 2016. The investigation included: method: review of device history records. Review of complaint management database for similar complaints. Results: device history record for pn (B)(4) lot fhd8 reviewed and it is indicated in the delivery form from the supplier (packaging conformity certificate)¿ positioning screw¿ for lot fhd8. On the external and internal labels, the designation is: compression screw. (B)(4) items were released and the lot was manufactured on 1st march 2016. A review of the complaint system was performed. This is the third incident reported to newdeal about wrong designation of large qwix® for the past two years. During the same time period, (B)(4) large qwix® screws were sold. The complaint rate for this kind of incident during the stated time period is (B)(4) percent. This is the first incident for the lot fhd8. Evaluation verified complaint as valid following review of photos provided to the manufacturer. Conclusion: following the results of the investigation, the root cause is a wrong entry data in our designation¿s database. Corrective action was initiated.